Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found that the due to the wear of the angle wire, the bending angle in up direction does not meet the standard value and the play of the up down knob is out of the standard value. In addition, as stated in b5, device evaluation found nozzle has foreign object, the adhesive on the distal sheath rubber is dirty, the suction cylinder is dirty, the distal end has foreign objects. These conditions are due to insufficient cleaning , handling problems. Furthermore, evaluation noted there is damage on the charged coupled device as the specified resolving power is not obtained, the adhesive around the objective lens has a chip and wear, the plastic distal end cover has a dent, the connecting tube has a stain and scratches. The grip has a scratch, the universal cord has a stain and the suction connector is dirty. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had free play in up down knob and up down direction had less angulation. The issue occurred during reprocessing, with no procedure involved. The device was returned for evaluation and during the evaluation it was found the nozzle has foreign object, the adhesive on the distal sheath rubber is dirty, the suction cylinder is dirty and the distal end has foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation (insufficient cleaning, handling problems) .

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material was not identified. A definitive cause for the foreign material remaining in the device was attributed to improper reprocessing. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: gif-q150 operation manual chapter 3 preparation and inspection describes how to detect the suggested event. Gif-q150 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures describes how to prevent the suggested event. Olympus will continue to monitor field performance for this device.